Event description:
Right superficial femoral artery (sfa) was heavily calcified. Cardiologist stented the right sfa with a supera stent system. After the stent was deployed, the delivery device tip came loose and was wedged between the lesion inside the stent while removing the device. Multiple attempts were made to retrieve the tip with various guide wires, a snare and balloons. Removal was unsuccessful. Patient was sent for emergency femoral popliteal bypass (fem pop) bypass.